Manufacturer narrative:
Device analysis: 1 syringe of 1.0ml with 0.2ml of gel remaining received without cap but with one needle attached. The plunger rod is disconnected.

Event description:
Healthcare professional later confirmed the device involved was juvéderm voluma® xc.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc ¿had the top pop off while they were injecting.¿ it was later confirmed that while the injector "was aspirating, the plunger popped out/wasn't working correctly. When they pulled the needle out of the patient, it was bent." No injuries were reported. The packaged needle was used. Healthcare professional later confirmed the device involved was juvéderm voluma® xc.

Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Healthcare professional reported a syringe of juvéderm vollure¿ xc ¿had the top pop off while they were injecting¿. It was later confirmed that while the injector "was aspirating, the plunger popped out/wasn't working correctly. When they pulled the needle out of the patient, it was bent". No injuries were reported. The packaged needle was used.